Manufacturer narrative:
H.10: field service technician dispatched to the facility confirmed the reported issue. The problem was traced back to a defective cooling compressor. The device was removed from service.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: (k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped the fuse during setup. There was no patient involvement.